Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing of the r wave during the implant procedure. Repositioning was attempted but the lead helix could not be screwed out of the tissue. The sensing was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.